Event description:
Ekos endovascular system displayed "connection error" message for line running to b port/ sheath (right ij sheath). All visible connections were checked, but the device continued to display the same error message (error: e311). Cardiac fellow was notified and at bedside, unable to resolve the problem. Registered nurse (rn) called ekos/ boston scientific helpline but was unable to reach a technician. The device was shut off after over an hour of trouble shooting by rn and fellow. Tpa and heparin infusion for both ij sheaths had already been completed and were therefore not impacted by the malfunction.